Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer advised they went through 7 infusion sets that did not pierce the skin a few years ago. Customer advised they treated their high blood glucose with a manual injection. Customer declined to troubleshoot for high blood glucose.